Event description:
The patient had the device system for five years and it stopped working. A few attempts were made to restart the device. It was noted that the patient had a surgery late last year. It was unclear if the patient had the device explanted or not. No follow up is possible.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).